Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed a single occurrence of system fault sf189. Performance testing was not able to reproduce the reported device failure. The evaluation determined that the reported event was due to a faulty main circuit board (pcb). The pcb was replaced to address the issue. The device was serviced and returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4.

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the mainboard processor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed a single occurrence of system fault sf189 followed by a safety reset. Based on the evidence and previous investigations of similar complaints, the investigation determined that the system fault sf189 was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the mainboard processor. There was no patient injury reported as a result of this incident.